Event description:
Device evaluation: (B)(4) reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint february 19, 2015. Device evaluation was completed on march 16, 2015.the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. There was no indication that the product caused or contributed to an adverse event.